Event description:
There was no pt involved in this event. This device malfunctioned because the device prompted that the memory was full. A device left in this fault mode, if undetected could result in the failure of the device to perform as intended.